Event description:
(B)(4). It was reported that angina and jailing of the vessel occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 75% stenosis and was 10 mm long with a reference vessel diameter of 3 mm. The lesion was treated with direct placement of a 3.00 x16mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient presented due to unstable angina. Coronary angiography was performed and revealed a widely patent 3.00 x16mm promus element¿ plus stent in the mid lad and 80% stenosis in the 2nd diagonal (d2) branch due to jailing by previously placed study stent. The lesion was then treated with provisional balloon angioplasty. Post angioplasty, some focal dissection was noted which was treated with placement of unspecified drug eluting stent,. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01752. It was further reported that in (B)(6) 2013, post placement of the 3.00 x16mm promus element plus stent, plaque shift with jailing in second diagonal (d2) was noted and no intervention was performed at this time. Also, in (B)(6) 2015, a 1.50mm x 15mm apex push balloon catheter and a 2.0mmx15mm non-bsc balloon catheter was used for provisional balloon angioplasty and focal dissection was treated with placement of a 2.25 mm x 16 mm promus premier drug eluting stent.